Event description:
It was reported that the pump date was incorrect and that 3 days of bolus and basal delivery were recorded under 1 day in the pump history. The time and date remain with battery changes.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump booted to the verify screen. All keypad buttons were tested and confirmed to be responding correctly. Test boluses were performed and correctly written to the pump history. A review of the bolus history and total daily dose showed double typical amounts on (B)(6) 2011; further review of the black box showed two manual time sets occurring. The pump was exercised for 24 hours without issues; the time and date did not change during testing. No pump defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.